Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advance for dilation. During the procedure, the balloon ruptured. The procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure. It was further reported that the balloon ruptured during second inflation at 6 atmospheres for 10 seconds. The device was removed without any problems using the normal method.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advance for dilation. During the procedure, the balloon ruptured. The procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.